Event description:
The tip of catheter broke through the wall of the bladder.

Manufacturer narrative:
Actual device was evalutated and met all MFR and functional requirements. The md reprted that the pt, a 76 year old female, had a predisposing condition (a weakened and small 5-6 cm bladder) that he felt contributed to the actual event. No product problem was identified. Please note that this report may be based upon infromation not yet verified by co to be complete and accurate. Fruthermore, this report does not necessarily reflect a conclustion or admission by sherwood davis and geck that one of its products has caused for contributed to a death or a serious injury or that one of of its productsf has malfunctioned